Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported a thin flap following flap creation. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and did not indicate replicating anything that could have contributed to the reported event. As a preventative measure the company service representative performed flap depth calibration. The system was then tested and met all product specifications. The root cause of the reported event cannot be determined conclusively. (B)(4).